Manufacturer narrative:
In (B)(6) 2018, the patient experienced peritoneal inflammation. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and other unspecified anti-inflammatory drugs and sterilization treatment for the event (no further details). At the time of this report, the patient outcome and action with dianeal therapy were not reported. No additional information is available as the reporter declined to provide further information.